Event description:
The patient's legal guardian reported that the patient had experienced skin irritation symptoms during pod wear. During a routine monthly appointment with a diabetes nurse at (B)(6) hospital (diabetes department), the nurse prescribed caviton barrier spray to apply as a preventative measure. The legal guardian reported that no formal diagnosis or additional treatment was provided. The legal guardian did not provide specific pod details or appointment dates therefore, (B)(6) 2026 has been recorded as the incident date.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.